Event description:
Complainant alleged that the clinician was attempting to pace a patient with an "arrhythmie/junction 37", but there was no pacer output to the patient, although there were pacer pulses present on the device display. The patient was then transferred to the intensive care department. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.